Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2011-04136 and 2134265-2011-04166. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpm's. During rotablation, inside the patient, the speed was unstable ranging from 40,000-160,000 rpm's. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2011-04136 and 2134265-2011-04166. It was reported that during a rotational atherectomy treatment procedure, unstable rotational speed was encountered. The 90% stenotic lesion was located in the left anterior descending artery. During the platform testing of the rotablator advancer, and the 1.75mm rotablator burr catheter the rotation was at 180,000 rpm's. During rotablation, inside the patient, the speed was unstable ranging from 40,000-160,000 rpm's. The device did not stall. The procedure was ended at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: during inspection, the drive shaft connection was located inside advancer. When the advancer knob was moved forward there was no visible damage to the drive shaft connection. No issues were noted when a tug test and a connect/disconnect test were carried out on the handshake connection with the related burr catheter. When the rotablator advancer was wet tested using a test catheter, no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other device. (B)(4).